Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they didn't turn the implant on and the doctor or the manufacturer representative didn't come talk to the patient after implant. Patient reported the implant was turning off and they knew that because they stopped feeling stimulation. Patient reported it was turning off after 3 minutes. Patient reported they turned stimulation on before they brushed their teeth and it turned off. Patient reported they started on program 3 and it was turning off, so they changed to program 4 and it was turning off. Patient reported they were on program 1 at the time of the report and it was not turning off. It was unknown if the patient was confirming the ins status with their patient programmer correctly. Patient reported when they stopped feeling stimulation, when it would turn off, they would use the patient programmer and change the program. Patient was asked if they saw the stim off icon and they said they didn't know. Button use was reviewed and it was recommended that the patient check for the lightning bolt when they sync. Patient reported they would keep monitoring and check for the lightning bolt when they felt stimulation turn off. Patient reported they were scheduled to see their doctor on thursday. Patient reported they got up multiple times the night prior, so they knew the device wasn't working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that no cause had been identified with regards to the device turning off on its own/loss of stimulation. The patient had an appointment on (B)(6) 2018 and the device was on. Education was provided to the patient not to push buttons or make changes less than 3 days apart. No cause was determined with regards to the device not working and the patient getting up numerous times in the night. The device was determined to be on and working properly on (B)(6) 2018.